Event description:
The esophyx 2 system used during the case could not hold insufflation. There were different scopes that were tried. It was decided to use a new esophyx2 system and it worked. The device was taken back by the MFR representative. It was thought to be an equipment failure.